Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported multi system organ failure (msof) could not conclusively be established through this evaluation. It was reported that the patient was admitted on (B)(6) 2019. The patient had a fever and was found to have bacteremia that was not related to the driveline. The patient ultimately expired on (B)(6) 2019 due to msof. The account communicated that the death was not considered device related. The device operated as intended. The account stated that the device will not be returned for evaluation. The heartmate ii lvas IFU lists infection and various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate ii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to multi-system organ failure on (B)(6) 2019. The patient was admitted on (B)(6) 2019. The patient had a fever and bacteremia not related to the driveline infection. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.